Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was unknown. On the day of onset, the patient was hospitalized for the peritonitis event. Beginning on the day of onset, the patient was treated with cefazoline 2 grams per day for twenty days (route not reported) and gentamicin 80 milligrams per day for twenty days (route not reported) for the peritonitis event. Dianeal therapies were ongoing. After twenty days of hospitalization, the patient was discharged and was considered recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.